Event description:
Customer reported that she was hospitalized due to high blood glucose. Customer's blood glucose reading at the time of hospitalization was 290 mg/dl. Customer stated that she thought she was having a stroke since she had 2 strokes in the past. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.